Event description:
It was reported that, "the pt presented with thigh and hip pain, so the surgeon performed a revision. The stem liner and head was removed.''

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6284-0-228, lot # cahtr, description: 28mm +5mm femoral head. Cat #2041c-2862, lot # 59490401, description: crossfire 10 deg insert. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.